Event description:
At the end of a ureteroscopic procedure, prior to stent placement, the tip of the dual lumen catheter broke off inside the pt. The broken portion was retrieved and the pt suffered no adverse effects.